Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. Upon receipt, the monitor was fully functional and able to detect and treat a patient. Device evaluation of electrode belt sn (B)(4) is complete. Upon receipt, the belt was fully functional and able to detect and treat a patient. There were no deficiences alleged against the equipment. Monitor sn (B)(4) - (B)(6) 2010 (reuse). Electrode belt sn (B)(4) - (B)(6) 2013 (reuse).

Event description:
A us distributor contacted zoll to report that a (B)(6) year old male patient passed away on (B)(6) 2015. The lifevest (lv) detected an arrhythmia at 13:23:14. The patient's ECG strips show asystole. The patient was treated 11 times between 13:23:49 and 14:16:30. Treatments 1-10 were delivered in response to asystole. Treatment 11 was delivered in response to CPR artifact. The post-shock rhythm was asystole with intermittent cardiac activity. Intermittent cardiac activity contributed to the false detections. The response buttons were pressed after the tenth treatment was delivered. The patient passed away later that day.